Event description:
It was reported that the pump reservoir was filled with 10 cc but 18 cc was entered into the programmer. The hcp attempted to contact the pt but has been unable to do so. The hcp is concerned about withdrawal due to the pump being empty. A follow-up report will be sent if more info becomes available to us.

Manufacturer narrative:
.